Event description:
It was reported that as the doctor was trying to deploy a second stent graft in an av access graft, he felt a lot of pressure and resistance. He was using the pin and pull technique, going sheathless but using a 0.035 guide wire, when the area between the pusher shaft and the outer catheter (below the handle), broke. The vessel anatomy was very tortuous with a lot of curves and turns. There was no injury to the pt. The stent graft did not deploy, so the delivery system was removed from the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The complaint is confirmed - user related. The examination of the returned complaint sample confirmed that the outer sheath was torn off at the catheter reinforcement. The use of the system without appropriate introducer sheath resulted in high deployment forces and finally in the tear-off of the outer sheath. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.